Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that the patient had a complete removal and replacement of the interstim system on (B)(6) 2019. There was no apparent visible reason for the pain according to the physician. Rep was unaware of the patient's weight at the time of the incident but have reached out to the physician about this and the current status of the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that they were not able to obtain the patient weight. The ins and lead will not be sent back to mdt for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va050vg, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot#: (B)(4), ubd: 30-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by manufacturer representative (rep) that patient did 'great' in the beginning but six weeks ago, patient had a change in therapy. Rep states six weeks ago the patient developed pain and burning at the lead insertion site to the pocket and down to their vaginal area. The patient also had a loss of efficacy at that time. Rep noted that patient did have a fall over a year ago but that the patient had no problems after that. Rep states the patient was reprogrammed two weeks ago but that did not resolve the pain but did resolve the therapy benefit. When patient turns ins off the pain goes away. Rep states the pain is worse when patient was laying on ins vs standing. Rep noted impedances look good, electrode impedance range from 567-1772. No further complications were reported or anticipated.